Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old iranian female patient underwent a primary breast augmentation with two unspecified gel breast implants and experienced bilateral rupture postoperatively. Mammogram and ultrasound performed in (B)(6) 2020, and MRI performed in (B)(6) 2020 all indicated the bilateral rupture. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The patient also reports that she is not sure if the manufacturer of her breast implants is mentor, but she suspects that they are mentor devices. The date of implantation and date of event were estimated as (B)(6) 2011 and (B)(6) 2020 respectively based on available information. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 30-jul-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral breast ptosis. On 12-aug-2021, the product investigation was updated. Investigation summary (update): some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-nov-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, rupture. H6 patient code 3191: medical device removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the suspected medical device. Two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, lot #: 6001329, lot #: 6001329) were received. However, they were not differentiated for left and right, and the patient's surgeon's office was unable to confirm which device belongs to which side. As a result, this report has been updated with lot #: 6003510, and the side of the implant is unknown. On 10-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. The device was received in two pieces. Additionally, shell abrasion was found in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).